Manufacturer narrative:
(B)(4).the patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g6 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation, but does not reflect the full investigation window. Confirmation of the allegation could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was provided for evaluation but does not reflect the full investigation window. Confirmation of the allegation could not be determined." (B)(4).

Event description:
Data was provided for evaluation. The reported event of unexpected g6 mobile application shut-off was confirmed. The root cause was determined to be an app crash error.